Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.